Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire snapped on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following damages to the instrument: the grip cable was derailed at the distal idler pulley. The grip open cable was seated on outermost pulley and the grip close cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.